Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked display window and a cracked reservoir tube.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 400 mg/dl. The mother also reported a no delivery alarm. It was found the customer had an occlusion with the infusion set. The mother did not believe the infusion set was causing the customer's high blood glucose. The mother requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.